Event description:
Positive advia centaur xp troponin ultra results were obtained for two different patients that did not match the clinical picture. The physician questioned the results since the patients did not clinically indicate any cardiac issues. The patient samples were tested with another method (istat system) and the results were also positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result to the clinical picture is unknown. The troponin ultra qc was examined and no issues were found. The instrument is performing within specifications. No further evaluation of the device is required.